Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the coil delivery wire was kinked likely due to handling damage. It was also found that the main coil suture was damaged (physical break at distal ball) and the main coil was broken and stretched. Information available indicated that¿ the following successful placement of 3 target coils, the final coil was advanced but this coil was removed by the physician because his preferred packing density was reached without detaching it. The main coil stretched during removal¿. Based on the information available and analysis of the device, it is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Based on the result of the investigation, it was found that the main coil was broken. There was no medical consequences to the patient.